Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a radio frequency pic failed self test alarm. Customer's blood glucose was not reported. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump alarmed and had high stop current due to faulty electrical component on the radio frequency board. However, the insulin pump passed the error test, displacement, rewind, basic occlusion, occlusion, prime and a21 excessive no delivery test. The insulin pump had cracked case at the display window corners and minor scratched display window.